Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit booted to an error however the xy board was replaced as a preventive and the stylus was calibrated. It was further noted that due to an error in the error log the link electronic module was reseated and calibrated as well as the hard drive being reconfigured and the software reloaded as a preventive. The device then passed functional and systems tests and no other anomalies were found.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted up to an error at a patient check. The programmer power was cycled but the error code was still there. The programmer was returned for service. No patient complications have been reported as a result of this event